Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the caller was not able to see older episodes which appear in counters. The implantable cardiac monitor device was removed and not replaced. The pace maker was implanted. No patient complications have been reported as a result of this event.